Manufacturer narrative:
Batch review performed on 06 march 2018 lot 150297: (B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-revision fixed tibial tray cemented size 4 r reference (B)(4) (k123721) lot 150591: (B)(4) items manufactured and released on 26 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Gmk-revision tibial insert uc fixed size 4 / 17 mm reference (B)(4) (k090988) lot 130893: (B)(4) items manufactured and released on 11 april 2013. Expiration date: 2018-02-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Two years after primary the surgeon revised the patient for a knee infection (B)(6) ((B)(6)). The surgeon revised successfully the patient swapping femur, tibia and liner.